Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/24/2019. Device evaluation: the product was returned to the manufacturing site. Visual inspection using magnification was performed to the returned sample: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material and material looks like body fluids were also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted and explanted. Based on the analyzed of the returned; there is no indication of a product quality deficiency. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 31.0 diopter intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2019. At day 1 post-op, patient reported to have experienced blurry vision and residual astigmatism. The lens was later explanted on (B)(6)2019 without complications or further surgical intervention. The replacement lens is a zxt150 30.5 diopter iol. Reportedly, patient noticed an improvement with her vision. No further information was provided.